Event description:
A customer reported experiencing a high blood glucose (bg) event, with the specific high bg value displaying as "high" and not provided. The event occurred earlier in the day and persisted over the last five days. The customer changed the infusion set and cartridge to resolve the high bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.